Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient experienced failure to thrive and severe right heart (rh) failure with inability to wean from pressors/ inotropy. The patient was placed on comfort care on (B)(6) 2021. The patient expired on (B)(6) 2021. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. The heartmate 3 lvas IFU rev. C, is currently available. This IFU lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21 apr 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s failure to thrive and has severe right heart (rh) failure with inability to wean from pressors/ inotropy. Comfort care was given on (B)(6) 2021 and the patient passed away that afternoon. The vad was not cause of death and functioned as intended and designed. The pump was disposed, and no additional information provided.